Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low ca2 calcium gen.2 result for one patient sample. The initial result was 6.0 mg/dl with a data flag. The automatic repeat result was 9.3 mg/dl. The repeat result on another cobas 8000 c 702 module was 9.5 mg/dl. The initial result was released outside the laboratory and was questioned by the physician. There was no adverse event. The calcium reagent lot number was 22142501 with an expiration date of 5/31/2018. The customer used a new cassette of calcium reagent lot 257243 from another site and there were no further issues. The field application specialist determined a possible cause for this event may have been related to the calcium reagent lot. The customer installed a new lot of reagent, performed calibration, and ran quality controls. The customer had no further calcium issues. The field service engineer found the cooling unit had failed, which caused the reagent housing to be warm.

Manufacturer narrative:
Per further investigation it was confirmed that the likely root cause was the defective cooling unit found by the field service engineer which destroyed the calcium reagent. The cooling unit was replaced and no further issues were reported.